Manufacturer narrative:
It was reported that the patient will undergo a tha revision. The reason for the revision is due to dislocation. The patient has dislocated and unknown if any trauma or incident led to this. The cause of dislocation is unknown. The patient was revised with a +8/xl and a lipped liner for extended leg length and offset from original procedure. Primary surgery occurred on (B)(6) 2020. Revision surgery is planned for (B)(6) 2021. Review of the device history record indicates that the device was manufactured to specification. All sterilisation requirements were met.

Event description:
It was reported that the patient will undergo a tha revision. The reason for the revision is due to dislocation. Primary surgery occurred on (B)(6) 2020. Revision surgery is planned for (B)(6) 2021.